Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician made several attempts to cross a significantly calcified lad lesion. During removal, the stent dislodged and was retrieved. The method used for retrieval is unknown. The physician then performed rotational atherectomy and ptca and was able to successfully deploy a stent at the target lesion. Pt status is listed as "okay."